Manufacturer narrative:
A medrad service engineer performed a system service check of the stellant injector on (B)(4), 2011 and the unit was found to be operating to specification. Additional applications training was offered to the customer; however, they declined.

Event description:
The site reported the following: the pt (admitting diagnosis of peripheral vascular disease) underwent a CT scan of the aorta and lower extremities with intravenous contrast. The pt complained of pain at the injection site following the injection. An extravasation of approximately 140mls or less was noted in the pt's left antecubital space. Post-procedure, the pt underwent a fasciotomy for compartment syndrome of the affected area. The pt is reportedly doing well - no tissue damage or necrosis.